Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: during the procedure, the seal was damaged by the tip of a device. Since air leaked through the trocar, a new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.